Event description:
It was reported that the user, recently transitioned to a replacement ilet device, experienced hypoglycemia after the device appeared to overcorrect glucose, with the lowest reported blood glucose of 62 mg/dl and approximately 30 minutes under 70 mg/dl; the user treated with oral glucose and milk, received low and urgent low alerts, and sought no professional medical intervention. Symptoms included feeling hot, sweating, palpitations, worry, and anxiety. Outcomes included temporary interference with normal activities without long-term impairment. Investigation included complaint intake, user interview, and troubleshooting and education regarding parameter adjustments and consultation with clinical providers. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction identified at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.